Manufacturer narrative:
H6 codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. The reason for call was caller reported that for the past couple months, their controller has been becoming unresponsive and also increasing and decreasing stimulation on its own. Caller also stated that yesterday the controller displayed software problem 1-intllis, 2 - 3.6, 3 - 58, 4 - qf_new. Caller further explained that when the controller adjusts stimulation by itself, the controller sometimes resets itself and then the issue resolves for some time. Caller stated that sometimes the controller increases stimulation so high that it shocks them. Caller confirmed they have been having issues with the controller for a while now. Sent an email to repair to replace the controller. Recommended that pt follow up with their hcp if they continue to feel that stimulation is adjusting by itself after receiving the replacement controller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [controller], s/n [(B)(6)], revealed scratched lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.